Manufacturer narrative:
The returned device was evaluated and the investigation found a hole in the exposed portion of the soft cannula. After turning the ratchet gear, insulin was observed exiting the hole and the distal tip of the soft cannula. It was not reported that the cannula appeared abnormal or that the device was leaking. It could not be determined how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. A manual insulin injection was administered to treat the hyperglycemia.